Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when it was extended with an obturator the internal bolster detached outside patient. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. Block h6 (device codes): device code a0501captures the reportable event of internal bolster detached. Block h10: an endovive securi-t replacement bolster was returned. Visual analysis revealed that the internal bolster was detached. Microscope inspection indicates that the bolster was attached once. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the manipulation or technique used and an excess of force could have been applied resulting as detachment of the internal bolster. The traces noted under microscope indicates that the internal bolster was attached to the unit. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when it was extended with an obturator the internal bolster detached outside patient. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. Block h6 (device codes): device code a0501captures the reportable event of internal bolster. Block h6 (evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when it was extended with an obturator the internal bolster detached outside patient. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.